Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event manifested by cloudy pd fluid. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset. The patient was treated with vancomycin injection (1 gram, every 3rd day and route not reported) and ceftazidime (1 gram, route and frequency not reported) for the peritonitis. At the time of this report, the patient was still hospitalized and the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information was available at the time of this report.